Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that there was no issue with the device and an abbott representative was able to resolve the issue with troubleshooting/education and patient has therapy.

Event description:
It was reported that the ipg was inoperable and unable to communicate with external devices. Programmer displayed error message "generator is no longer paired with this device". Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
During processing of this incident, no information regarding weight was received. Date of event is estimated.

Manufacturer narrative:
3006705815-2024-03322 is no longer reportable and resolved via troubleshooting and education. It was reported to abbott, a patient was unable to connect ipg to pc. Pc displayed message: generator is no longer paired with this device". The pain doctor suggested explant but the patient did not want to because it¿s work so well for her. The rep met with the patient. Reprogramming was done with good mapping and coverage. The patient controller was able to connect to the ipg. The patient was re-educated on the pc and MRI/surgery mode. The patient was to follow up as needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.